Event description:
Boston scientific received information that a physician alleged the right ventricular lead was failing which contributed to the patient receiving shocks after being implanted with a non-boston scientific device. As a result this lead was surgically abandoned and a new non-boston device and lead were implanted. No further patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.